Manufacturer narrative:
The navien intracranial support catheter was returned for analysis. No flash or hub mold were found within the hub. No damages or irregularities were found with the navien hub. The navien catheter body was found kink/broken at ~1.0cm from the distal end. The distal tip and marker band was found flattened. The navien useable length was measured to be ~115.6cm which is within specification (specification: 115cm ± 3cm). The navien intracranial support catheter was flushed, and water was found to exit the tip only. An in-house 0.067¿ mandrel was inserted through the navien catheter hub, through the catheter body and became stuck at the distal tip. Based on the device analysis and reported information, the customer¿s report of catheter kinked/damaged¿ was confirmed. The navien catheter was found kink/broken. Possible causes for navien separation/break are, user advances/retrieves device against resistance, vasospasm, patient vessel tortuosity, entrapment in vessel, or user applies excessive force. The tip and marker band were found flattened. Possible causes for catheter flattening are patient vessel tortuosity or user advances/retrieves intraluminal device against resistance. Customer reported devices were prepared per IFU and vessel tortuosity as severe. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right internal carotid artery (ica) occlusion patient being treated with mechanical thrombectomy. The plan was to use the solitaire device along with the marksman catheter, but when the navien catheter was at c3 (distal section) it got kinked. Then the navien was removed and they tried aspiration with another catheter, only avigo was used. The physician retracted the device and used another product to clear the clot. The devices were prepared as indicated in the IFU. Vessel tortuosity was severe and the access vessel diameter was 5mm. Medical history included left side paralyzed body. There were no patient complications observed. Ancillary devices included neuron max guide catheter and avigo guidewire.